Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure coil had migrated, was not visible in her right fallopian tube by ultrasound / right coil removed through endometrial ablation/migration of essure location of device: right coil device/malposition'), device breakage ('device breakage'), menorrhagia ('menorrhagia') and uterine haemorrhage ('abnormal uterine bleeding') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, fat intolerance, cholelithiasis, cholecystectomy, fibroids and cholecystitis. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced fatigue ("fatigue"), anxiety ("anxiety") and mood altered ("moodiness"). In (B)(6)2007, the patient experienced migraine ("migraines / headaches"). In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6)2009, the patient experienced back pain ("severe lower back pain/back pain"). In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6)2014, the patient experienced scoliosis ("scoliosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), bacterial infection ("bacterial infections"), nausea ("nausea"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding"), urinary tract infection ("uti infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with escitalopram oxalate (lexapro), sulfamethoxazole;trimethoprim (bactrim), and surgery (novasure endometrial ablation and right coil removed through endometrial ablation on (B)(6)2016). At the time of the report, the device expulsion, device breakage, bacterial infection, nausea, hot flush, anxiety, mood altered, urinary tract infection, vaginal discharge, scoliosis and fibromyalgia outcome was unknown and the menorrhagia, uterine haemorrhage, back pain, dyspareunia, migraine, fatigue, vaginal haemorrhage, abdominal pain lower, dysmenorrhoea, pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial infection, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, hot flush, menorrhagia, metrorrhagia, migraine, mood altered, nausea, pelvic pain, scoliosis, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she is currently exploring options for removing the left essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: result: malposition. Diagnostic results: on (B)(6)2006 us pelvis with transabdominal and endovaginal probe result of which was migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming menorrhagia, vaginal hemorrhage), confirming device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : new events added : "lower abdominal pain, dysmenorrhea (cramping), pelvic pain /abdominal pain, metrorrhagia (bleeding b/w periods)". Outcome of events, "lower abdominal pain, dysmenorrhea (cramping), pelvic pain /abdominal pain, metrorrhagia (bleeding b/w periods), abnormal uterine bleeding, severe lower back pain, pain during intercourse" were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 20-may-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2003 for preventing pregnancy. Within the first three months after receiving the essure device, the plaintiff began experiencing abnormal bleeding, severe lower back pain, pain during intercourse, migraines, bacterial infections, fatigue, nausea, and hot flashes. These symptoms caused her to seek medical attention with her doctor. On (B)(6) 2015, the plaintiff, underwent a pelvic ultrasound that revealed the right essure coil was not visible in her right fallopian tube. On (B)(6) 2015, she underwent a hsg (hysterosalpingogram) test which confirmed the right essure coil had migrated. Her doctor recommended removal of the right coil and endometrial ablation, but told her the left coil could not be removed due to scar tissue. On (B)(6) 2016, the plaintiff underwent hysteroscopic surgery to have the right essure coil removed. Follow up information received on 08-jun-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female who had essure (ess205) (fallopian tube occlusion insert) inserted for preventing pregnancy and twelve years later, the pelvic ultrasound and the hysterosalpingogram showed that the right essure coils was not visible in her right fallopian tube. This event, interpreted as device dislocation, is listed in the reference safety information for essure. Although the exact date and mechanism of this dislocation was not provided, considering that essure may move out of the fallopian tube, a causal relationship with essure insert cannot be excluded. This case is regarded as incident since device removal was required. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated, was not visible in her right fallopian tube by ultrasound / right coil removed through endometrial ablation"), menorrhagia ("menorrhagia") and device breakage ("device breakage") in a 38-year-old female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue"), anxiety ("anxiety") and mood altered ("moodines"). In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), dyspareunia ("pain during intercourse"), bacterial infection ("bacterial infections"), nausea ("nausea"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding"), urinary tract infection ("uti infection") and scoliosis ("scoliosis"). The patient was treated with paroxetine hydrochloride (paxil), escitalopram oxalate (lexapro), co-trimoxazole (bactrim) and surgery (right coil removed through endometrial ablation on (B)(6) 2016). Essure (ess205) treatment was ongoing at the time of the report (left side). At the time of the report, the device expulsion, device breakage, back pain, dyspareunia, bacterial infection, fatigue, nausea, hot flush, anxiety, mood altered, urinary tract infection, vaginal discharge, scoliosis, fibromyalgia and abdominal pain lower outcome was unknown and the menorrhagia, migraine and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bacterial infection, device breakage, device expulsion, dyspareunia, fatigue, fibromyalgia, hot flush, menorrhagia, migraine, mood altered, nausea, scoliosis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she is currently exploring options for removing the left essure coil. Diagnostic results: on (B)(6) 2006 us pelvis with transabdominal and endovaginal probe result of which was migration of essure device. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs was received: the events menorrhagia, anxiety, moodiness, uti infection, headaches, device breakage, vaginal discharge, scoliosis, fibromyalgia, lower abdominal pain were added. Previously reported abnormal bleeding was specified as abnormal vaginal bleeding. Right essure was removed through endometrial ablation. Reporters, lab data, treatment drugs and events outcomes were updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated, was not visible in her right fallopian tube by ultrasound / right coil removed through endometrial ablation"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia") and device breakage ("device breakage") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, fat intolerance, cholelithiasis, cholecystectomy, fibroids and cholecystitis. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue"), anxiety ("anxiety") and mood altered ("moodines"). In march 2007, the patient experienced migraine ("migraines / headaches"). In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), dyspareunia ("pain during intercourse"), bacterial infection ("bacterial infections"), nausea ("nausea"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding"), urinary tract infection ("uti infection") and scoliosis ("scoliosis"). The patient was treated with paroxetine hydrochloride (paxil), escitalopram oxalate (lexapro), co-trimoxazole (bactrim), surgery (right coil removed through endometrial ablation on (B)(6) 2016), surgery (novasure endometrial ablation) and surgery (right coil removed through endometrial ablation on (B)(6) 2016). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device expulsion, uterine haemorrhage, device breakage, back pain, dyspareunia, bacterial infection, fatigue, nausea, hot flush, anxiety, mood altered, urinary tract infection, vaginal discharge, scoliosis, fibromyalgia and abdominal pain lower outcome was unknown and the menorrhagia, migraine and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, anxiety, back pain, bacterial infection, device breakage, device expulsion, dyspareunia, fatigue, fibromyalgia, hot flush, menorrhagia, migraine, mood altered, nausea, scoliosis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she is currently exploring options for removing the left essure coil. Diagnostic results: on (B)(6) 2006 us pelvis with transabdominal and endovaginal probe result of which was migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming menorrhagia, vaginal hemorrhage), confirming device expulsion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters, concomitant disease, and event (abnormal uterine bleeding) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated, was not visible in her right fallopian tube by ultrasound / right coil removed through endometrial ablation"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia") and device breakage ("device breakage") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, fat intolerance, cholelithiasis, cholecystectomy, fibroids and cholecystitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In october 2006, the patient experienced fatigue ("fatigue"), anxiety ("anxiety") and mood altered ("moodines"). In march 2007, the patient experienced migraine ("migraines / headaches"). In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In november 2009, the patient experienced vaginal discharge ("vaginal discharge"). In april 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain lower ("lower abdominal pain"). In january 2014, the patient experienced scoliosis ("scoliosis"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), dyspareunia ("pain during intercourse"), bacterial infection ("bacterial infections"), nausea ("nausea"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding") and urinary tract infection ("uti infection"). The patient was treated with paroxetine hydrochloride (paxil), escitalopram oxalate (lexapro), co-trimoxazole (bactrim), surgery (right coil removed through endometrial ablation on (B)(6) 2016), surgery (novasure endometrial ablation) and surgery (right coil removed through endometrial ablation on (B)(6) 2016). At the time of the report, the device expulsion, uterine haemorrhage, device breakage, back pain, dyspareunia, bacterial infection, fatigue, nausea, hot flush, anxiety, mood altered, urinary tract infection, vaginal discharge, scoliosis, fibromyalgia and abdominal pain lower outcome was unknown and the menorrhagia, migraine and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, anxiety, back pain, bacterial infection, device breakage, device expulsion, dyspareunia, fatigue, fibromyalgia, hot flush, menorrhagia, migraine, mood altered, nausea, scoliosis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she is currently exploring options for removing the left essure coil. Diagnostic results: on (B)(6) 2006 us pelvis with transabdominal and endovaginal probe result of which was migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming menorrhagia, vaginal hemorrhage), confirming device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.